Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Patient information (ID, age, sex, weight) has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. Medtronic is attempting to gather additional information surrounding the circumstances associated to this event. Additionally, a request for the device manufacturing date has been sent to the device manufacturer.

Event description:
Medtronic received a report that high spo2 readings were displayed on a birdie bedside spo2 monitor while the patient was in cardiac arrest. Information regarding any required intervention performed was not reported. The customer reported the patient died on (B)(6) 2016, the cause of death was not reported.